Event description:
It was reported that the bd nano¿ ultra-fine¿ pen needle was unable to prime. The following information was provided by the initial reporter: spouse reported when her husband tries to prime his pen needle before use, he has to use at least two pen needles before one will work. Stated, when he does have a successful prime, he has a successful injection stated, they are concerned as to why pen needles will not prime.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the bd nano¿ ultra-fine¿ pen needle was unable to prime. The following information was provided by the initial reporter: spouse reported when her husband tries to prime his pen needle before use, he has to use at least two pen needles before one will work. Stated, when he does have a successful prime, he has a successful injection stated, they are concerned as to why pen needles will not prime